Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. Despite several attempts, requested information was not provided by the customer to conduct an in-depth investigation. Based on the information available, a persistence investigation was performed, however, no conclusive root cause could be determined. Furthermore, simulation did not lead to a clear result. As there were no returned parts to investigate, nor were log files, images or other information provided by the customer, this investigation result is based mainly on the statements of our service technician on site and the assessment of our system specialists. The customer plans to scrap the system which was installed 2007. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfa system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.